Manufacturer narrative:
The t:slim x2 pump user guide states: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer went swimming with the pump. Customer's blood glucose (bg) level was 62 mg/dl; however, the cause was due to physical activity unrelated to the pump. Customer addressed bg level by ingesting glucose tablets. Reportedly, the customer had manual injections as alternate insulin therapy.